Manufacturer narrative:
UDI: (B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
As reported in medwatch report # mw5069464, a certas plus valve did not function out of the box. It was reported that intervention was required. Facility and reporter information unavailable

Manufacturer narrative:
It was previously reported that a review of manufacturing records would be performed based on the information obtained in the initial report. After a review, no valid lot and product code combination could be found based on the product and lot codes provided. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted.